Event description:
Per complaint (B)(4), a patient presented to the dentist for a followup three weeks after initial placement of their dental implant. The dental implant was removed due to discomfort and infection.